Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Originally implanted (B)(6) 2011. The patient started to have unexplained pain in her right knee. All implants were found to be stable. Surgeon elected to change out poly.

Manufacturer narrative:
An event regarding unspecified revision involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: not performed as no medical information was provided. -device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: it was reported that the patient experienced pain. The surgeon performed a revision surgery and all components were reported to be stable. The surgeon elected to exchange the insert component during this revision procedure. No further information was provided. The exact cause of the event could not be determined because insufficient information was provided. Further information such as the reason for the revision, x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Originally implanted (B)(6) 2011. The patient started to have unexplained pain in her right knee. All implants were found to be stable. Surgeon elected to change out poly.

Event description:
Originally implanted (B)(6) 2011. The patient started to have unexplained pain in her right knee. All implants were found to be stable. Surgeon elected to change out poly.